Event description:
It was reported that during a percutaneous coronary intervention procedure, the stent migrated and stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and calcified left circumflex artery. The lesion was pre-dilated with a 2.0 x 20mm non- bsc balloon catheter. This 2.50 x 20mm promus element stent delivery system was advanced and deployed in the target lesion. While performing post ivus imaging, the edge of the stent moved back due to the wire bias. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).